Event description:
It was reported that the customer's cartridge was not fully snapped into the pump due to an o-ring on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, removed the o-ring, cleaned the area, and successfully loaded a new cartridge, resuming insulin delivery without further issues.